Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter was more difficult to cut that expected and the slitter slipped off the guide. The lead was caught in the rift that was formed by slitting which damaged the insulation on the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the proximal conductor is kinked at 13 and 15.2cm. No cut or damage to outer insulation visible. If information is provided in the future, a supplemental report will be issued.